Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator (ipg), implanted (B)(6) 2008. (B)(4).

Event description:
A lead was returned with no performance allegation was analyzed and tested out of specification. Additional information obtained indicated the patient no longer required or met indications for pacing and while having a valve repair the lead was removed. No patient complications have been reported as a result of this event.